Manufacturer narrative:
Initial.

Event description:
It was reported that a user sought to return the ilet after experiencing recurrent low blood glucose readings despite a factory reset performed during prior troubleshooting and education, and their healthcare provider recommended discontinuation and a switch back to a previous pump. Symptoms included no documented clinical signs, symptoms, or conditions beyond reported hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included a factory reset and review of glucose data with customer support. Investigation of this case revealed no device alerts or alarms, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.